Event description:
It was reported that the stent partially deployed, and the stent stretched. Vascular access was obtained via contralateral approach. The chronic total occlusion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6 x 200 x 130 innova vascular stent was advanced for peripheral artery disease treatment. During the procedure, this stent was difficult to deploy; only 6cm deployed when it would no longer deploy all the way, even when the pull grip was utilized. Subsequently, the handle was taken apart in order to complete stent deployment. However, as a result of this event, the stent stretched approximately 100 mm. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the innova device was returned for analysis. During the visual inspection, it was noted that the handle was received in an open position. There was evidence of inner prolapse, and a break was observed in the pull grip handle. Additionally, the device was returned with the stent already deployed from the delivery system. No issues were identified with the tip of the device during the visual examination. However, multiple kinks were found in the outer sheath upon both visual and tactile inspection.

Event description:
It was reported that the stent partially deployed, and the stent stretched. Vascular access was obtained via contralateral approach. The chronic total occlusion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6 x 200 x 130 innova vascular stent was advanced for peripheral artery disease treatment. During the procedure, this stent was difficult to deploy; only 6 cm deployed when it would no longer deploy all the way, even when the pull grip was utilized. Subsequently, the handle was taken apart in order to complete stent deployment. However, as a result of this event, the stent stretched approximately 100 mm. The procedure was completed, and there were no patient complications as a result of this event. It was further reported that the stenosed target lesion is 100% and the stent looked normal when opened and no kinks detected. There was some force to get the stent to track to the desired location causing to failure on deployment. Also, the stent did not fracture however, it did elongate.